Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred causing the fill estimate to become inaccurate. Customer's blood glucose was 251 mg/dl. Customer reloaded the cartridge and resumed insulin delivery.